Event description:
A cryoablation procedure was performed. The arctic front catheter was inserted into the flexcath steerable sheath (catheter introducer). During aspiration of the flexcath steerable sheath, air was entering the sheath through the valve. The sheath was replaced by another flexcath steerable sheath and the procedure was completed. No adverse event occurred.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve.